Event description:
It was reported that an infusion of bumex (bumetanicle 25mg/100ml) was initiated at 4:40 am, and programmed at a rate of 16ml/hr. By 5:45 am, the user noticed that the entire bag had emptied. The nurse stated that the rate was verified with another rn to check if the settings were correct. The customer confirmed that there was no patient harm reported.

Manufacturer narrative:
The customer¿s report of an overinclusion was not confirmed. Physical inspection showed no anomalies. The pcu event log contained no obvious programming errors that would result in the reported event. The pcu event log shows pump module s/n (B)(4) was programmed to infuse bumetanide 25mg in 200ml at a rate of 16ml/hr with a vtbi of 100ml at 11:03 am on (B)(6) 2019. Between 4:40 am and 5:39 am on (B)(6) 2019, the device ran at a 16ml/hr and recorded 19.248ml delivered during this period.during this period there were also multiple air in line, check IV set and patient side occlusion alarms. Each time the infusion was able to be restarted with the exception of the last air in line alarm, after which the user paused and then channeled off the device. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an infusion of bumex (bumetanicle 25mg/100ml) was initiated at 4:40 am, programmed at a rate of 16ml/hr. However the user noticed that the entire bag was emptied at 5:45 am. The rn stated that the rate was verified with another rn to check if the settings were correct. The customer confirmed that there was no patient harm reported .